Event description:
Pt reports freedom pump malfunction. Pt reported the pump was stuck on the same level for a while and pt had to begin pushing the plunger to finish the infusion, it took over an hour but pt was able to get entire infusion. Pump serial number provided: (B)(6), expiration 02/03/2026. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 5mg. Hizentra indication: immunodeficiency with increased immunoglobulin m [igm]; antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia; selective deficiency of immunoglobulin a [iga]. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.